Event description:
It was reported that during a nephrectomy procedure, the clip would not come out of the jaw. There were no adverse consequences to the patient.

Manufacturer narrative:
Evaluation summary: the analysis results found that the er420 instrument was returned in good visual condition. The instrument was cycled, fed and formed 3 clips conforming, however after the third firing the remaining clips were ejected. The instrument lock out was functional. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.